Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) malfunctioned. The fiber optic sensor was broken. There was no patient harm reported.